Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the there was a power on reset(por) error message on the patients device. Therapy had stopped due to the por. The patient had turned stimulation off during the nighttime as they usually do, the next morning the patient was unable to turn stimulation back on and the patient programmer showed the por message. The patient stated they had a low charge a couple of days ago. The patient was redirect to their primary healthcare professional. No further complications were reported.